Manufacturer narrative:
Investigation summary: a complaint of a spike tip being bent before use was received from the customer. One unused sample returned for investigation. Through visual inspection the customer complaint was verified. The tip of the spike was bent. A device history record review for model 2426-0500 lot number 21023405 was performed. The search showed that a total of 34,183 units in 1 lot number was built on 18feb2021. There was 1 quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect is a manufacturing issue at the supplier plant. The supplier has been notified of this defect. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one unused sample returned for investigation. Through visual inspection the customer complaint was verified. The tip of the spike was bent. The root cause for this defect is a manufacturing issue at the supplier plant. The supplier has been notified of this defect.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced device damage. The following information was provided by the initial reporter: plastic tip of primary tubing that is normally used to spike saline bags was bent. The nurse opened the package and was inspecting the tubing, the tip where you spike the IV bag, was reported bent, and it makes a sharp little curve on the end.